Event description:
It was reported that during a surgical procedure at the user facility black substance was leaking from the head of the saw into the surgical site. The substance was irrigated out using non-medicated saline, and no further medical intervention was required. The procedure was completed with a delay of 10 minutes. Upon follow-up, there were no adverse consequences or infections reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed, if additional information is received and requires reporting.